Manufacturer narrative:
Patient information was not available. Conclusions - no evaluation will be performed.

Event description:
3m received information from a nurse with no history of reaction to other masks, reported that her face feels like it is on fire after using the 3m aseptex molded surgical mask. She develops redness and blotchiness everywhere under the mask, as well as experiencing the same symptoms under the strap. Reportedly, she has been to the emergency room seven times for tachycardia and shortness of breath. She has also had electrocardiograms taken and has received no treatment. She has seen a cardiologist and they have isolated her symptoms to the mask. No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. Device expiration date cannot be determined